Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the patient allegedly experienced a urinary tract infection and abdominal pain while using the catheter. The patient reported that the urinary tract infection was treated with antibiotics.